Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00081. A facility reported a hakim valve (ID 823101) was implanted due to unknown reason via ventriculoperitoneal (v-p) shunt on in 2011 with an unknown setting. The peritoneal catheter (ID 823045) had fallen off, so a revision surgery was performed in 2016. Since 2020, retained exudate (approximately 120cc) and a cyst in the abdomen was observed. The cyst has enlarged to 13 cm in diameter. The sample test and contrast imaging on catheter have not been performed. The exudate or csf accumulated around the abdomen. Therefore, the valve was replaced with certas due to suspicion of valve breakage.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot cmccml conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 150 mmh2o. The valve was visually inspected; the stator was dislodged. The valve failed the test for programming, failed, the cam wiggled. The valve passed the test for occlusion, leak and reflux. The pressure test could not be performed as the valve failed the program test at 150mmh2o. The valve was dismantled and examined under microscope at appropriate magnification, the cam and the stator were dislodged from the baseplate. Knock marks were observed on the casing. The cam magnets passed, were controlled per process. Root cause analysis - the root cause for programming issue is due to the dislodged stator and cam. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation is due to the valve receiving a hard knock.

Event description:
N/a.